Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to a chip on objective lens, the image has dark area partially. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino-laryngo videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that due to a chip on objective lens, the image has dark area partially. There was no patient involvement.